Event description:
It was reported that the fiber broke at about 15cm from the tip. The fiber was not used. It was further reported that there was a red light at the broken point, but there was no irradiation. The fiber was exchanged and the procedure was completed utilizing a second fiber. No patient injury occurred due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber tip does not exhibit signs of usage and breaks/fractures. No signs of break along heat shrink tubing. The fiber is broken within the white tubing at 13.5cm from control knob, between the input connector and control knob. The fiber was tested with hene laser fixture, aim beam is present at location of the break. The white tubing does not exhibit signs of melting at the break. An evaluation conclusion code of unintended use error caused or contributed to event assigned to this investigation.

Event description:
It was reported that the fiber broke at about 15cm from the tip. The fiber was not used. It was further reported that there was a red light at the broken point, but there was no irradiation. The fiber was exchanged and the procedure was completed utilizing a second fiber. No patient injury occurred due to this event.